Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right ventricular (rv) lead, changing the device to a unipolar configuration and pacing impedance measurements greater than 2,000 ohms. The pacing impedance measurement on the rv lead had risen from 900 ohms to 1,130 ohms, and most recently had decreased to 400 ohms. The patient was referred to a cardiologist for a lead replacement procedure. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned and replaced. The device was explanted and replaced due to one year remaining battery longevity. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).